Manufacturer narrative:
Upon visual inspection, the complaint was confirmed for damaged thread. There was evidence of wear on the threads and the first thread was stripped.the device history record review for the healing abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Event description:
A cover screw was placed, the site closed and the patient dismissed.

Event description:
It was reported that the first thread of the healing abutment screw portion was unable to be threaded into the implant.